Event description:
Boston scientific received information that at the device follow-up, no pacing or sensing was observed with this right ventricular (rv) lead. No pacing impedance measurement could be obtained, and a lead fracture was suspected. However, no issue was observed under fluoroscopy and the physician believed the lead was collapsed at the puncture point. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not able to be returned, no clinical observations cannot be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.